Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The representative reported via phone call that the customer was hospitalized due to high blood glucose. The customer's blood glucose was over 800 mg/dl at the time of incident. The representative stated that the insulin pump was not delivering insulin. The representative stated that the customer given insulin drip. The insulin pump will not be returned for analysis.